Event description:
It was reported that during a da vinci-assisted surgical procedure, harmonic ace (ha) instrument was not recognized. The customer used a backup ha instrument to continue with the procedure. No fragment fell inside the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the missing material occurred outside of a surgical procedure. There was no report of fragment falling from the device while used within a patient. The patient did not return to the hospital due to experiencing any post-surgical complications related to retention of foreign material.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have the blade broken at the base. A piece approximately 0.079" x 0.085" was found to be broken off. This broken piece was not returned. A section of the blade measuring approximately 0.085" x 0.544" was returned. Components adjacent to this broken blade do not show damage. The complaint regarding that the instrument could not be recognized and activate energy was confirmed by failure analysis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.